Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited oversensing with high impedance out-of-range. This ra lead was surgically abandoned and a new device with a different model was placed. No additional adverse patient effects were reported.